Manufacturer narrative:
The investigation of automated impella controller (aic) - battery overheating has been completed. Data analysis: console logs from the complaint date revealed the ¿battery temperature high¿ alarm (49, due to battery temperature over 60 degrees celsius) that self-resolved in 10 seconds. There was no preceding battery temperature alarm 48, which occurs when battery temperature is between 50 degrees celsius and 60 degrees celsius. Battery and power data embedded in logs do not show any temperature rise or elevated battery temperatures, as log data is recorded every 60 seconds. Device analysis: the console was returned to field service for further investigation. The reported complaint could not be reproduced. The console¿s batteries and power management system were tested, and no issues were observed. Root cause: the root cause of the high battery temperature alarm was due to a momentary communication glitch between the batteries and power battery manager (pbm), where a single sample from battery data (in this case value of battery temperature) was corrupt.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility had a 5.5 pump support ongoing for approximately 3 weeks for the cardiogenic shock patient when there was an aic (console) alarm. The battery high temperature resolved within a minute. No harm or injury was reported.